Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented in-clinic after receiving inappropriate shocks. Upon interrogation, the right ventricular lead was found to be oversensing atrial signals. It was also noted that capture was unobtainable and sensing was erratic. It was suspected that the lead had dislodged. Programming changes were made and the patient returned for a lead explant procedure. The patient is recovering.

Manufacturer narrative:
The reported field event of inappropriate shocks, erratic sensing and loss of capture were not confirmed in the laboratory. The damage found was sustained during the surgical procedure. The lead was otherwise normal.